Manufacturer narrative:
Concomitant medical products: 4298-88 lead, implanted: (B)(6) 2017; 6947m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular fibrillation (vf) detections of the cardiac resynchronization therapy defibrillator (crt-d) were unexpectedly programmed off unbeknownst to the physician and clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the detection. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.